Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. It was noted that at the patient follow up visit, the physician noticed an increase in impedance measurements and high threshold variations. It was also noted that while performing test of detections on the cardiac resynchronization therapy defibrillator (crt-d), the physician noticed detection variation caused by oversensing of noise on the rv lead. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.